Event description:
Homecare pt was to receive overnight feeding. 500 ml of an enteral feeding solution were hung, and the pump was set to deliver 55 ml/hr. Family members had to increase the pump rate to get the feeding completely delivered. There was no illness, injury or medical intervention resulting from the event. Pt recovered. On pt involved.